Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon was duplicated and the circuit board of the device was broken. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. - as about 6 years has passed since the manufacture date of the device. The reported phenomenon was occurred due to the circuit board of the device was broken by aging degradation or other.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during preparation for use, sometimes an endoscopic image disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.